Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 33-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced a hematoma which required the patient to go to the or to have it surgically addressed. Seven days later the patient had developed ischemia in the right arm and had to have the pump explanted.

Manufacturer narrative:
The investigation for the access site bleed and limb ischemia has been completed. However, with limited clinical details nor the impella device, the root cause of the reported could not be determined. The root cause of the limb ischemia was most likely patient condition related since the pump was not providing enough support.